Manufacturer narrative:
Internal report reference number: (B)(4). Additional report reference number: (B)(4). Meter and test strips were not returned for evaluation. Retention testing was performed using test strips from the same lot. Retention strip lot tested within specifications. Most likely underlying root cause: mlc-014: insufficient blood sample applied to strip (user). Note 1: manufacturer contacted customer in a follow-up call on (B)(6) 2024 to ensure the customer's condition had improved - able to establish contact with customer who stated his condition had improved and he did not currently have any diabetic symptoms. No medical intervention since the last call was reported. Note 2: manufacturer contacted customer in a follow-up call on (B)(6) 2024 to ensure the replacement products resolved the initial concern - able to establish contact with customer who stated he had not received the replacement products; product was re-shipped to customer.

Event description:
Consumer reported complaint for error message (e-2). Customer reported complaint when using 2 different vials of true metrix test strips: internal report reference: (B)(4). At the time of the call the customer stated that he currently felt a fluttering sensation in his chest; medical attention was not required at the time of the call. Customer stated he has not been able to test his blood glucose due to the error messages. Customer stated that yesterday, on (B)(6) 2024, he had not been feeling well and had tried to test with the true metrix air meter but had obtained the e-2 error message. Customer stated that had gone to the hospital; customer's blood glucose test result when at the hospital had been 40 mg/dl pm fasting. The diagnosis was low blood glucose and customer was given glucose tablets. Customer's blood glucose when retested had been 90 mg/dl (unknown how long after glucose tablets and if fasting or non-fasting). Customer had been discharged the same day with no changes to his medical treatment plan. During the call, a back-to-back blood test was not performed by the customer. The product is stored according to specification in the bedroom. The test strip lot manufacturer¿s expiration date is 05/26/2026 and open vial date is on (B)(6) 2024.